Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:12:29. During night drain cycle four, the patient's ultrafiltration reading was 2445ml, indicating the home patient drained 1965ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). Upon conclusion of the investigation, the cause of the iipv event was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.